Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A patient who underwent a knee arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
Investigation is in process. Once investigation has been completed, a follow-up medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02042/02043.

Event description:
A patient who underwent a knee arthroplasty has been revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received; therefore the condition of the components is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.